Manufacturer narrative:
A DHR review conducted for the lot involved in this event as well as the previously and subsequently manufactured lots indicates that the product was manufactured according to specification and passed all final acceptance criteria. Additionally, a review of complaint history was conducted and indicates that no other complaints associated with the lot involved in this event have been received.

Event description:
Osteograf n-300 was placed simultaneously with an implant in the upper right anterior maxilla with reported bone quality type ii and fair oral hygiene. Osteotomy preparation appears to be of moderate complexity and as it was accomplished via drilling, bone expanding and bone condensing were conducted as well. Healing was transgingival and appears to be immediately loaded. The implant did not osseointegrate and had clinical mobility prior to explantation; it was explanted approx two weeks post-placement after the pt reportedly "bit into food and broke buccal plate." It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect much integration. It is also not clear why grafting was performed (i.e. Bony dehiscence, immediate placement).